Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer regarding a patient who received lioresal (unknown concentration and dose) in an implantable pump for an unknown indication for use. The pharmaceutical company in (B)(6) that supplied the patient's medication would no longer be manufacturing the current drug. The patient's family wanted to know how to proceed and what to do about the patient's pain. The pump would be become empty in approximately 1 week. Additional information was received from a foreign consumer. It was reported that the patient was dying due to deficiency in baclofen infusion, and it was affecting the patient¿s brain memories. The consumer was not finding any hope from any source. No further patient complications were reported.